Event description:
The patient reported receiving a 'u----" on the display screen of his new insulin infusion device when he tried to run a standard bolus. The patient stated he is aware of the battery pack recall and he was using corrected batteries. The patient was instructed to insert a new battery pack but the issue persisted. The patient stated the infusion device delivered daily basal rates but would not deliver a bolus. The patient was instructed to switch to his backup infusion device and requested to return the product. On follow up the patient stated he received the replacement infusion device and he had no further issues. No physiological effect were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.